Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a mildly tortuous and severely vessel. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the second inflation, the balloon ruptured. The device was removed, and the procedure was completed using this device. No complications were reported, and the patient was in good condition post-procedure.